Manufacturer narrative:
The maryland bipolar forceps instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations confirmed and replicated the customer-reported complaint. The instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire was sticking out such that the wire protruded above the outer surface of the main tube. The wire insulation was damaged and the instrument passed an electrical continuity test. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with a full range of motion in all directions on several attempts. Additional observation(s) not reported by the site were also observed. The insulation was found to have damage near the end that was attached to the yaw pulley. Visual inspection displayed signs of physical damage, but the wires were not exposed. The instrument passed the electrical continuity test. The grips opened and closed properly. The instrument released energy normally and no arcing was observed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis; however, the investigation is in progress. A supplemental MDR will be submitted if any additional information is received.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument had a black cable showing at the tip and the instrument was not functioning properly. There was no patient involvement. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer stated that the tip of the instrument looked like a wire was exposed.